Event description:
Customer reported device = 240 mg/dl. Customer thought result was too high. 4-6 weeks ago, customer had high results whereby lab = 100 mg/dl and device = approximately 160 mg/dl performed less than 5 minutes apart. Controls were in range. A request was made for return product and replaced product was sent.